Event description:
It was reported that complete heart block occurred, resulting in a permanent pacemaker being implanted. During an atrioventricular nodal reentrant tachycardia (avnrt) ablation case, an intellanav stablepoint catheter was selected for use. The patient's anatomy was mapped and the bundle of his points were tagged. The stablepoint catheter was moved 7-9mm from the his bundle. Prior to ablation, the mapper noted that there may be a small his signal on the ablation catheter, however, the physician disagreed and ablation was started. 7 seconds into ablation, the patient went into heart block. The stablepoint catheter was repositioned into the ventrical so that pacing could begin. The conduction did not come back, so the ablation catheter was removed and a permanent pacemaker was implanted for complete heart block. No additional adverse patient effects and patient recovered from procedure as expected.

Manufacturer narrative:
D2b: oae. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.